Event description:
It was reported that noise was noted on this right ventricular (rv) lead while in bipolar configuration. The noise reproducible with pocket manipulations. A signal artifact monitor (sam) episode was stored on the pacemaker, with high out of range pacing impedances. A chest x-ray was performed, and damage was note to the right ventricular (rv) lead, in close proximity to the pacemaker. Technical services (ts) recommended further troubleshooting and lead replacement. No adverse patient effects were reported. This rv lead remains in-service at this time.